Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to the machine. The technical support specialist connected to the system and ran the login activities report. Upon review, found that the user had previously locked their account. This issue was related to local information technology support rather than the pyxis. The customer was then able to log in without any issues. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user was unable to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.